Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the proximal end of the stent expanded and then a stream of water emitted from the balloon wall. The balloon was microscopically examined and a circumferential tear 1mm in length with raised material approximately .5mm distal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that inflation issue occurred. A 2.50mm x 8mm liberté bare metal stent was selected for use and advanced to treat the unspecified target vessel. However, after the device crossed the lesion, the balloon failed to inflate. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon circumferential tear.